Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 74 months, increased pacing impedance values on this lead (>3000 ohms) were reported. A new lead was implanted and the old one was left in patient. No adverse patient side effects have been reported.